Event description:
Manufacturer received a report of a pt sitting in a manual wheelchair and dropping a lighter on her lap. The pt was engulfed in flames and later died. No chair malfunction has been reported. The manufacturer's position is that co's device did not cause or contribute to this incident.